Event description:
The customer reported that both monitors failed. This would result in no image being displayed. There is no reports of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.